Manufacturer narrative:
(B)(4).

Event description:
It was reported by a customer in (B)(4) that during test of a taperguard oral/nasal cuff balloon, it would not deflate. There was no patient involvement. Although requested, no additional information was provided.